Event description:
It was reported that the patient underwent a lead revision surgery on (B)(6) 2015. System diagnostics after the lead revision were within normal limits. The explanted lead was discarded by the hospital and therefore cannot be returned for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported that the patient has high lead impedance. The patient was referred f,or revision surgery. Although surgery is likely, it has not occurred to date.